Event description:
Additional information was received from a patient reporting that even though they were sent a new controller, their charge level still drops off even if it has not been turned on for a few days. No impact to the patient or their symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant of medical products: product ID 97745, lot#/serial# (B)(4), explanted: product type programmer. Patient product ID 97755, lot#/serial# (B)(4), explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that there was rattling heard from inside the controller. The patient reported that they had issues charging "within the last several months", stating ins used to charge from 60% to full in 10-15 minutes, but now takes 35-40 mins to charge from 60% to full. The patient reported slow charging won't say finished charging. It was reported that within the last month, the controller does not chime to indicate that the ins charge is full. The patient reported that they monitored charge level and when controller indicated ins charge was 100%, they will manually stop charge session, and plug controller in. The patient reported that the controller takes 10-15 minutes to charge back up, and when they checked ins charge level, it has decreased to 90% despite ins being turned down to 0v and off. No patient complications have been reported because of this event.